Manufacturer narrative:
A software investigation of the system logs and exams was completed by a software engineer and found the images show a catheter leakage starting in the middle of an ablation session. As previously reported the cause of the issue was found to be related to the cooling catheter system (ccs). The software was confirmed to have performed as expected.

Manufacturer narrative:
Correction: device manufacturing date now provided. Medtronic investigation of returned suspect device is on-going.

Manufacturer narrative:
On (B)(4) 2016 - a medtronic representative, following-up at the site, reported this was the first laser induced thermal therapy procedure for this surgeon. Analysis of the event determined probable cause as the bone window was not drilled completely open prior to catheter insertion. The catheter tip was compromised after it was removed from the bone window and then re-inserted. Additional details from the medtronic representative: the black spot was visible on imaging at the beginning of the ablation (first isocenter). The ablation only continued 30-40 seconds at this isocenter after it was visualized. The surgeon was notified of the spot/signal change and decided to continue the ablation. Note: black spots are common in some ablations due to scanning artifact or heat translations in tissue. The amygdala and hippocampus were both targeted for ablation. Although the amygdala, the primary target, could not be ablated, it has yet to be determined if the patient will need a second surgery. The surgeon stated, "I believe we got enough for a good result.¿ it is typical for patients with this target to be re-evaluated every few months afterward. The patient was doing fine as of (B)(4) 2016 per the surgeon. Additional case notes: a titanium bone anchor was placed using a non-medtronic iplan navigation; no resistance was encountered when the alignment rod was inserted into the bone anchor; and the medtronic representative does not believe there was any movement of the bone anchor upon removing the alignment rod. Return requested for .4mm core fiber 10mm tip vclas. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the surgeon noted the catheter tip had broken off and was left in the patient. The amygdala hippocampus was being targeted for ablation. A 3.2 millimeter hole was drilled into the skull. When the catheter was inserted, it was diverted, away from target, because the bone window was not completely drilled open. The catheter was removed, and then re-inserted. An x-ray was taken, which showed the catheter placement had missed the primary target, amygdala, by approximately 7 millimeters. After confirming there was no movement of the frame, the surgeon opted to proceed with ablation with the hippocampus. A large portion of the hippocampus was ablated. During ablation, a black spot appeared on an image. Further investigation revealed that the cone-shaped tip of the catheter had broken off. There was no leakage of saline into the brain. The surgeon decided it was best to leave the catheter tip in the patient due to its depth within the brain. The surgeon was able to fully ablate the hippocampus and the procedure ended at the surgeon's discretion, not abruptly, not due to catheter breakage. Delay in therapy was less than one hour. Surgeon reported that the patient woke up the following day, (B)(6) 2016, neurologically intact, and fine. No complications have been reported as of (B)(6) 2016.

Manufacturer narrative:
Correction: a review of new information received on 04/01/2016 found that this event is a product problem only, and not an adverse event (as initially reported) as there was no surgical intervention or impact to the outcome of the patient. The hardware investigation found that the reported event was related to a hardware issue. Engineering evaluation of the cooling catheter system (ccs) found that the tip was blunted and had evidence of char or blood on the end. The inner lumen was intact. As manufactured, the ccs has a sharp tip approximately 3mm long. The instructions for use (IFU) states that the maximum power where char formation is unlikely to occur, when cooled, is 20w and 2 minutes. Based on the IFU information, users may not expect char to occur at laser power settings that are less than 20w. The ablation was performed for 30-40 sec after a black spot appeared at the 1st isocenter of the mr image. It¿s not clear what the elapsed treatment time was or the laser power setting that was used. The maximum laser power setting of sn (B)(4) is 15w. Based on the IFU the char is unlikely to occur at 20w for the 400 micron fiber size, the cc-400-11 failed to meet specifications. Catheter melting events have been previously reported and a CAPA investigation has been initiated to determine the root cause and to determine a corrective action. The blunted tip of the ccs indicates that either the sharp cone-shaped tip melted back into the main section of the catheter or the tip broke off and was left inside the patient when the catheter was removed at the end of the procedure as reported. This issue will be documented in a medtronic navigation hardware anomaly tracking database. Engineering evaluation of the bone anchor found that the bone anchor had been used and was blocked by what appeared to be dried blood. This is normal for the procedure type. The bone anchor was not damaged and appeared to be in working order. The bone anchor met specifications with no problem found. Per further engineering review, a CAPA was created to address the reported catheter damage. The root cause was found to be that users are not following instructions in the instructions for use (IFU) for maximum and recommended laser powers and exposure times. A contributing cause is that IFU specifications regarding the maximum and recommended laser powers and exposure times are not clear for all procedures that use the visualase cooled laser application system (vclas), this will be corrected as part of the associated CAPA. The IFU contains guidance regarding the laser power (w) and exposure time (min) based on the laser core diameter however the guidance is believed to be inadequate for users. The IFU also was determined to be unclear regarding the potential of catheter damage due to excessive laser power (w) and/or exposure time (min).